Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450-451 mg/dl with ketone levels of 95-96 mg/dl; cause was due to occlusion alarm. Reportedly, customer was using pump supplies for 4 days. Technical support educated customer on off-label use. Customer acknowledged and understood. Customer delivered a correction bolus via pump and changed pump supplies to address bg level. The customer was admitted into the emergency room and had blood drawn twice. Customer was given an action plan by hospital regarding diabetes management. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.